Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found communication error e315. Additionally, the light cover glasses were chipped and worn. The optical cover glass adhesive was worn. The outlet pipe condition sealant was worn. The distal end adhesive had an uneven edge. The control body aspiration housing colored ring was worn. The control body air/water housing colored ring was worn. The control body up/down brake lever was stained. The switch condition switch head was stained. The plug body production labels were damaged. The suction connector had water leakage/water ingress. The down/right angle was not to specification. The left/right angle play had minor play evident. Lastly, the electrical safety test was not to specification. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, water invaded the scope connector during user handling causing the electrical components to be damaged and the error message e315 was displayed. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning ¿ never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk. Chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning ¿ never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope experienced an e315 unsupported scope error. The issue was found during preparation for use. The procedure was completed with a similar device, and without delay. There were no reports of patient harm.